Manufacturer narrative:
(B)(4). It was reported that following procedure the patient experienced left groin pain, subsequently ongoing marked numbness affecting anterior thigh, unable to move left leg, required walking stick. In (B)(6) 2012, the patient noted to have constant pain in the left groin with numbness of anterior left leg, aggravated by walking or standing, and difficulty raising left leg straight and weakness of knee joint extension. In (B)(6) 2012, the patient symptoms persisted with pain worsening through the day. The patient was required to undergo surgical removal of the mesh. (B)(4).

Manufacturer narrative:
The patient experienced obturator nerve damage. (B)(4).

Event description:
It was reported that a patient underwent an obturator sling procedure on (B)(6) 2012. The patient experienced nerve damage and neuropathy on her left side following the surgery. The patient had another surgery in (B)(6) 2013 and tape on the left side was removed. The patient remains on crutches despite being very mobile before her initial surgery.

Manufacturer narrative:
New information was received that stated a boston scientific product was implanted into the patient, not an ethicon product. Therefore, this is not an ethicon complaint.

Manufacturer narrative:
(B)(4) - ambulation difficulties; pain occured. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional 510k #: k033568.